Event description:
A us distributor contacted zoll to report that a (B)(6) year old female patient had a skin irritation under the therapy electrode (te) pads that had started to bleed. A follow up on (B)(6) 2015 indicated that the patient spoke to her doctor who prescribed benadryl. A subsequent follow-up on (B)(6) 2015 indicated that the patient went to the doctor who prescribed her cortisone cream. She reported that after four days of using the cream the rash had completely gone away.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.